Event description:
It was reported that an occlusion alarm occurred. There was no adverse impact to customer¿s blood glucose level. Cts assisted caller in filling and loading a new cartridge. Customer to replace supplies as necessary and resume insulin therapy.